Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing, and integrity testing (connection between patient adaptor and in lab titanium) was performed with no issues noted. The reported condition was not verified. During sample analysis a separation between female connector and the main body was noted. There was evidence that the chip was present. The cause of the condition was determined to be manufacturing related caused by inadequate solvent to the chip. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the minicap transfer set and titanium adapter; further described as ¿difficult to connect tightly with patient end¿. This occurred during patient use of the device for infusion. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.